Event description:
It was reported that the patient experienced an allergic reaction while wearing the infusion sets. The patient experienced redness and inflammation at the application site. The patient had two surgeries to open the abscess and remove pus. It is unknown how long the patient was hospitalized.